Event description:
It was further reported that the physician stented the circumflex artery first, then proceeded with intervention on the diffusely diseased proximal lad. In the lad, he attempted predilatation with a quantum 2.5/15 mm balloon inflated to 15 -16 atms. He then exchanged the quantum balloon for a crosssail 2.0/15 mm balloon, then swithched back to the quantum balloon. Attempts to deliver a taxus 2.5/24 mm stent were unsuccessful as the device would not cross the lesion. An unspecified brand of balloon (2.75/20 mm was inflated to 14 atms, followed by an nc monorail balloon which was inflated 4 times to 8 atms for 45 seconds each. The balloon "dog-boned" on the initial inflation, but improved inflation was noted with subsequent inflations. The balloon was removed and the taxus stent delivery reattempted, but would not cross. The physician removed the wire, guide catheter and stent delivery system as a unit. The pt experienced chest pain (intensity of 3/5) during this event and was treated with nitroglycerin IV drip at 10 mcg/min. The pt was taken for CABG surgery in stable condition. Post operative diagnosis was cabgx2: lima to lad, and ao to main.

Event description:
It was reported that during a ptca/stenting treatment procedure, the marker band from the nc monorail 20/3.0 mm balloon detached inside of the pt's body. The lesion being treated was a 70-80% stenotic, denovo lesion which was heavily calcified. The lesion was a long segment, and the pt was a diabetic with narrow, very diseased vessels. The physician used the nc monorail 20/3.0 mm balloon to predilate the proximal lad lesion for placement of an unspecified type of stent. The physician inflated the balloon 4 times to 8 atms for 45 seconds on each attempt. After the third inflation, the vessel appeared "shady" distal to the lesion, as if there was no flow. After the fourth inflation, the balloon deflated and as the catheter was removed, some resistance was felt. As the physician attempted to insert the stent, he noticed that the marker band from the nc monorail balloon was showing up inside the pt's body. He thought that the balloon may have been stuck to the calcium. The pt was sent to surgery where CABG was performed to repair the diseased lad and circumflex coronary arteries. The detached balloon portion was left prior to cardiac catheterization, but the pt declinied. Additional in has been requested regarding this event.